Event description:
Ous MDR - after an implantation time of about 19 months, artifacts were reported. There were no adverse patient effects reported. This lead was explanted.

Manufacturer narrative:
Ous MDR- fraying of the insulation 13 cm distal of the connector pin was noted during the analysis of the lead. The damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. Fraying of the insulation requires excessive mechanical stress on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing.